Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers had failed and were not detected on the bus. A field service engineer (fse) discovered that both the station network cable and the refrigerator cable had been connected to the same stacked network ports on the communication sled. Once the network port was removed and placed in the correct port, and the station was rebooted, the system operated without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawer in 2c was not detected on bus. User was unable to access the medication from machine.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.